Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that samples in bd vacutainer® sst¿ blood collection tubes collected from patients on blood thinners, patients on heparin therapy, and patients with multiple myeloma, displayed "clumpy" serum after being centrifuged. Additionally, it was reported that the "techs may not be allowing the tubes to clot for 30 minutes". The following information was provided by the initial reporter: they are seeing large clumps of serum. She states they use an sst tube, and that she works in an oncology facility and there are patients with multiple myeloma and patients on blood thinners. They have samples where the serum is "clumpy" due the patient conditions. I informed her that some customers with this patient population use plasma tubes. She stated that her techs may not be allowing the tubes to clot for 30 minutes. I explained that it may take longer than 30 minutes for those patients on heparin therapy. She asked about respinning the tubes, and I explained that it is not recommended to respin the tubes, as serum that is below the gel that may have been in contact with the cells will end up above the gel and may cause errors in k, ldh or ast results. I sent her the link to the IFU, and requested that she send me the catalog and lot # of the sst tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that samples in bd vacutainer® sst¿ blood collection tubes collected from patients on blood thinners, patients on heparin therapy, and patients with multiple myeloma, displayed "clumpy" serum after being centrifuged. Additionally, it was reported that the "techs may not be allowing the tubes to clot for 30 minutes". The following information was provided by the initial reporter: they are seeing large clumps of serum. She states they use an sst tube, and that she works in an oncology facility and there are patients with multiple myeloma and patients on blood thinners. They have samples where the serum is "clumpy" due the patient conditions. I informed her that some customers with this patient population use plasma tubes. She stated that her techs may not be allowing the tubes to clot for 30 minutes. I explained that it may take longer than 30 minutes for those patients on heparin therapy. She asked about respinning the tubes, and I explained that it is not recommended to respin the tubes, as serum that is below the gel that may have been in contact with the cells will end up above the gel and may cause errors in k, ldh or ast results. I sent her the link to the IFU, and requested that she send me the catalog and lot # of the sst tube.